Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient's caregiver called technical services for assistance as the patient needed to be disconnected and taken to the hospital. During follow-up with the patient's nurse it was reported the patient had coagulase negative staphylococcus peritonitis and continued on vancomycin 2.5g. The patient had improved as of (B)(6) 2016. The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency department via ems with complaints of generalized abdominal pain, nausea and low grade fever of 100.1f. She was treated with zosyn IV and after the positive peritoneal fluid vancomycin ip for two weeks was started. Her nausea improved and her abdominal pain resolved. She was discharged on (B)(6) 2016 in stable condition.

Manufacturer narrative:
The peritoneal dialysis cycler was returned to the manufacturer and an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed without any failures or problems. The cycler weighted fill volume values were within tolerance. The cycler programmed displayed fill and drain volume values were within the tolerances. The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The patient sensor calibration check passed. An internal inspection of the cycler found pneumatic filter hp2 and tubing were discolored. The cause of the observed discoloration and filter could not be determined. Passed mushroom head check.

Manufacturer narrative:
Clinical review revealed there was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.